Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead due to lead dislodgement. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.